Event description:
Pt underwent bilateral subcutaneous mastectomy secondary to fibrocystic disease with immediate reconstruction using saline filled breast implants on 6/30/93. Pt had removal of right ruptured breast implant with insertion of replacement.